Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that mesh was implanted to treat pelvic relaxation and urinary incontinence. It was also reported that following insertion the patient experienced pain, erosion, extrusion, bleeding, infection, urinary problems, recurrence and dyspareunia. It was further reported that patient underwent mesh revision/removal on (B)(6) 2010 due to mesh erosion and pelvic relaxation. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted with concurrent tvh, bilateral sacrospinous ligament fixation, paravaginal repair with mesh, excision of right paratubal cyst and cystoscopy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.